Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis with the 5f mynxgrip vascular closure device (vcd) wasn't perfect. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was next to the balloon and the advancer tube was engaged to the tamp lock. The procedural sheath was not returned with the device. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube and the sealant was dislodged from the arteriotomy. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. A product history record (phr) review of lot f1812101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product evaluation, procedural/handling factors (such as incomplete removal of the device leading to the sealant becoming dislodged during removal) may have contributed to the issue experienced as evidenced by the advancer tube still being engaged to the tamp lock. According to the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall and leading to a failure to achieve hemostasis. Neither the phr reviews, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis with the 5f mynxgrip vascular closure device (vcd) wasn't perfect. The product was clinically used and will be returned for analysis.